Event description:
Related manufacturer reference number: 2017865-2023-16798. It was reported the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with ventricular pacing inhibition after implant procedure on (B)(6) 2023, due to oversensing noise. The pocket was reopened to check the lead and programming changes were made to restore normal parameters, then the pocket was re-closed. Post-procedure the patient was stable.